Manufacturer narrative:
Added information to sections h6 (device code(s)), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (device code(s)): "4056 - thickening of material" code removed. H11: additional manufacturer narrative: six images were reviewed. Report of regurgitation, thickened leaflets and stenosis was unable to be confirmed through image evaluation. What appeared to be host tissue overgrowth was observed on the outflow aspect of the explanted valve. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
Edwards received notification that a valve model 11500a21 implanted in aortic position was explanted from a 58 year old patient after an implant duration of 5 years and 1 month due to fibrotic thickened leaflets with reduced mobility and an increase of the transvalvular gradient leading to moderate-severe stenosis and a mild regurgitation (mean gradient was 37mmhg, flowmetric area 0.6 cm2). As reported, it was observed that 2 leaflets were thickened due to fibrosis, no calcium and no thrombosis were detected. The patient presented with dyspnea. A 21mm non-edwards valve was implanted in replacement with good result.

Manufacturer narrative:
The device was not returned for evaluation. The device was not available, the device was sent to hospital pathology lab. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.